Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when drawing blood from the patient's artery, the medical staff found that the syringe was a sample syringe with a label but had not been used. Although this incident did not cause harm to the patient, it indirectly reflects the risk of the company's production hygiene environment being out of control during the production process. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.